Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary interventional procedure using a 6f sheath. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: the reporter clarified that "the suture was not attached", which was interpreted as the reported cuff miss.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss/ suture was not attached is not confirmed. Both cuffs were still attached to the link and respective needle tips. There was only a minimal amount of monofilament still attached to the needle tip; the rest of the monofilament was not returned. This is indicative of successful needle deployment and suture retrieval, contradicting the reported event. Based on the investigation findings, the device performed according to specification. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.